Event description:
Patients business partner, (B)(6), reported patient is in the hospital. Freq: swish and swallow 5-10 mls twice daily starting first day of radiation therapy. Prescriber contact information: (B)(6).